Event description:
It was reported that the patient was locked out from administering a drug bolus via the patient programmer. This occurred for four hours, near midnight. It was reported that ¿I get a lot of pain when I¿m lying down at night in bed.¿ the device system was used to deliver dilaudid.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).